Event description:
The hospital reported the vasoview hemopro vh-3500 c-ring plastic piece broke off and was retrieved. A new device was opened to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/17/2022. An investigation was conducted on 01/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000271322 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported the vasoview hemopro vh-3500 c-ring plastic piece broke off and was retrieved. The piece did not fall into the patient. A new device was opened to complete the procedure. No patient injury was reported.